Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found the graphic user interface (gui) power cable was not connected properly. The se reseated the gui power cable. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient the display on a 980 ventilator lost all graphics and turned completely white. It was reported that, the ventilator continued to ventilate the patient. The patient was not harmed or injured as a result of the event. Information as to the intervention taken on the behalf of the patient was not provided.